Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was dispatched to a hemodialysis (hd) user facility to evaluate a fresenius 2008t hd system. It was reported that the hd system was involved in a blood loss event. Approximately 10 minutes into a patient¿s hd treatment, the 2008t machine began giving a venous pressure alarm which caused a high (negative) transmembrane pressure (tmp) alarm. Additional details were obtained through follow-up with the clinical coordinator (cc) at the facility. The cc reported that the machine was falsely detecting air in the lines, and this caused the metal clamp below the venous chamber to engage which led to clotting in the bloodline. The nurse at the machine was able to return the majority of the patient¿s blood. The patient¿s estimated blood loss (ebl) was approximately 30 ml. The patient was utilizing a baxter revaclear dialyzer and b. Braun streamline bloodlines. The cc confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine that was falsely alarming was pulled from service and an fst was sent to the facility to perform a machine evaluation. The fst determined that the optical sensor was not working correctly. To resolve the reported issue, the fst replaced the level detector module. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the level detector module. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst determined that the optical sensor was not working correctly. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) was dispatched to a hemodialysis (hd) user facility to evaluate a fresenius 2008t hd system. It was reported that the hd system was involved in a blood loss event. Approximately 10 minutes into a patient¿s hd treatment, the 2008t machine began giving a venous pressure alarm which caused a high (negative) transmembrane pressure (tmp) alarm. Additional details were obtained through follow-up with the clinical coordinator (cc) at the facility. The cc reported that the machine was falsely detecting air in the lines, and this caused the metal clamp below the venous chamber to engage which led to clotting in the bloodline. The nurse at the machine was able to return the majority of the patient¿s blood. The patient¿s estimated blood loss (ebl) was approximately 30 ml. The patient was utilizing a baxter revaclear dialyzer and b. Braun streamline bloodlines. The cc confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine that was falsely alarming was pulled from service and an fst was sent to the facility to perform a machine evaluation. The fst determined that the optical sensor was not working correctly. To resolve the reported issue, the fst replaced the level detector module. The sample was not available to be returned for manufacturer evaluation.